Event description:
The device was sent in for preventative maintenance originally and found to be needing repair. The unit had a worn reciprocation arm, loose swivel and damaged motor. There was no patient involvement. During device evaluation, it was discovered that the motor speeds were out of specification on the low end. Due diligence is complete, no further information is available.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Review of the most recent repair record determined the motor speeds were out of specification on the low end, the reciprocating arm was worn, and the swivel was loose. The motor, reciprocating arm, and swivel were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: foreign: belgium.